Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was intermittent mvs monitor operation. The field service engineer (fse) managed to get the system fully booted and reconfigured nvidia settings, but this did not resolve the issue. The fse replaced the mvs monitor, computer, video converter, and video cable. System booted successfully with every following test attempt (>10). The imaging system then passed the system checkout and was found to be fully functional. The 30 inch display and computer were returned to the manufacturer for analysis. Analysis found that one column of pixels was not functioning on the monitor. Analysis found that the reported event was related to a computer component issue.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) monitor would not power on. User confirmed that the display cables were properly seated. The power leds were illuminated. The image acquisition system (ias) was booting without issue. There was no patient present.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. The mvs computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.